Manufacturer narrative:
This report is being supplemented to provide additional information received from the reporter, additional information based on the legal manufacturer's final investigation, and a device history record (DHR) review and correction on device investigation result. Additional information was received indicating the reported issue occurred in (B)(6) 2022 (exact date unknown) immediately after attaching the camera head prior to a stent replacement or prostate biopsy procedure, and the intended procedure was completed using the same. A review of the DHR found no deviations that could have caused or contributed to the reported issue. During device investigation, the reported issue was not confirmed, and the root cause could not be determined. Olympus will continue to monitor the field performance of this device.

Manufacturer narrative:
The subject device has been returned to olympus for evaluation and the reported issue was not confirmed. The investigation is ongoing, and a definitive root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Event description:
A user facility submitted a repair request to the olympus service center, indicating the image with the hd camera head disappeared temporarily. There was no harm or user injury reported due to the event.